Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that incorrect data was received from the initial hemo data export. The report was confirmed prior to the second hemo export. It was further reported that the hemo data was locked in. A recommendation to create a new study was made. There was no report of patient injury. (B)(4).